Event description:
A malfunction on the pump was reported by the caller, with no significant events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the issue was resolved without recurrence. The customer understood the guidance and was advised to continue using the pump and to call back if the malfunction reoccurs.